Event description:
The customer contacted baxter's technical service center regarding a check final line (cfl) alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The caller switched the final bag to the supply line. The baxter technical service representative (tsr) helped the caller to end therapy and they told the caller to call the registered nurse (rn) about the home patient (hp) being connected when the bags were switched. The caller would call the rn about missed therapy and the hp being connected when the bags were switched. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(4) 2012 and she said she was aware of the patient having switched out the final bag to the supply line. She said she had recently changed their program so that they would have a final bag and the patient was unfamiliar with setting that up. She already discussed the importance with the patient of not switching out bags during therapy as that is a breach in aseptic technique. She helped walk the patient through setting up the bags correctly. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the reported problem, of a user error, was confirmed since the customer reported that they switched bags during therapy. However, the root cause was undetermined. The label review found the labeling adequate for the use error in this report.